Manufacturer narrative:
This report is submitted on april 16, 2021.

Event description:
It was reported the patient experienced a magnet dislodgement during an MRI (1.5 tesla) in 2016 (specific date not reported). The magnet was replaced, under local anaesthetic (specific date not reported).